Manufacturer narrative:
Per the t:slim user guide: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto-off alarms. Tandem technical support educated the customer on the auto-off safety feature. There was not impact to customer's blood glucose (bg) level. At the time of the report, customer's bg level was 146 mg/dl.